Event description:
It was reported that during a laparoscopic hysterectomy procedure, in between surgery, the blade broke. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Potential reprocessing.